Event description:
It was reported that the lead from a prior implant was left in the pt for future use. On (B)(6) 2011, during scs implant procedure, the lead was pulled down in-advertently by approximately two vertebral levels and the physician decided to leave the lead at that position. Post surgery, the pt did not have complete coverage in the pain area. The device was scheduled to be reprogrammed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.